Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, one of the grippers did not function as intended. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot / did not indicate a lot-specific quality issue. Based on available information, a cause for the single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.